Event description:
It was reported that an unspecified access set was leaking. Pembrolizumab was placed in an unspecified pump. While the nurse was programming the pump, they noticed leaking from where the tubing connects to the chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.